Manufacturer narrative:
The reported low defibrillation impedance and high defibrillation impedance were confirmed. Final analysis found partial lead was returned in two pieces. Visual examination found an internal insulation abrasion breaching the right ventricular (rv) cable lumen beneath the superior vena cava (svc) shock coil at 25.5- 26.5 cm from the distal tip. One rv cable and two filars of the svc shock coil were abraded, melted, and separated at this location. Hi-pot test also failed at this location due to the abrasion damage.

Event description:
Additional information indicates that high defibrillation impedance was observed on one of the shocking vectors. The physician elected to explant and replace the lead and the patient was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16259. It was reported that when the patient presented in the emergency room, inappropriate shocks for atrial fibrillation falling within ventricular fibrillation zones were observed. The initial shock failed due to low defibrillation impedance. The second shock successfully converted the rhythm after altering the shock configuration. Programming changes were made to alter the lead vector and the patient's beta blocker was increased. Lead replacement was discussed. The patient is stable and will be monitored.